Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing associated with the right ventricular lead. It was noted that there were 505 v-sic (ventricular- short interval counts) that occurred since 2014-(B)(6) and nine nsvt (non-sustained ventricular tachycardia) episodes of less than 220 mn v-v cycle were recorded on five days during (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had oversensing as it showed to have five hundred and two short v-v¿s. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. It was further reported that analysis of this data indicated that there oversensing due to non-physiologic signals/sic (sensing integrity counter) on the right ventricular (rv) lead. There were 10 nst (non-sustained tachycardia) episodes with v-v intervals less than 220 ms from (B)(4) 2015. Additionally, there was 4017 v-sics since last session 189 days ago. It was noted pacing inhibited due to oversensing.

Event description:
It was further reported that the right ventricular (rv) lead continued to exhibit oversensing v-sic (ventricular - sensing integrity counter) is greater than four thousand. Additionally, it was noted that the episodes with egm (electrogram) available appear to be oversensing which show inhibition of pacing. They were unable to reproduce oversensing with isometrics or pocket manipulation. The sensitivity was programmed and the lead was also reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).